Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Healthcare professional later reported baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: right side ¿cap con,¿ baker grade not specified.